Event description:
It was reported by the legal department that this male patient's right knee was revised due to pain, stiffness, and discomfort requiring medical treatment, monitoring and care.

Manufacturer narrative:
Pending evaluation concomitant device(s): serial #: (B)(4) category #: cs-10cc - intersep calcium sulfate, serial #: (B)(4), category #: 02-010-06-0531 - logic post. Aug. Block size 3, 5mm, serial #: (B)(4), category #: 02-012-60-1812 - logic stem ext 18mm x 120mm, serial #: (B)(4), category #: 02-010-06-0330 - logic cc femoral size 3, right, serial #: (B)(4), category #: 02-010-06-0531 - logic post. Aug. Block size 3, 5mm.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
It was reported via legal documentation that approximately 36 months after a right total knee revision procedure, the patient has experienced prosthesis wear and underwent a second revision procedure. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D6b - explant date is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.